Event description:
It was reported that after an unspecified procedure, arteriotomy closure of the common femoral artery was achieved using a perclose proglide device. Reportedly, difficulty was encountered backloading the proglide device over the guide wire. After two attempts to re-insert two different guide wires, a third different guide wire was inserted successfully. The suture from the proglide achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Estimated date of event - the customer reported the date of the event occurred one month before reporting the product experience.